Event description:
It was reported that the power button on top of the device did not register inputs, requiring the customer to press it several times hard before the pump turned on. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up, and no further action was required by technical support.